Event description:
It was reported to philips healthcare that the heartstart mrx intermittently beeps and shows a red x with a "device error" message at start up. Additionally, the device does not allow the user to perform tests. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.